Event description:
It was reported " monitor turned off" during use on a patient. Additional information states the iab pump console was swapped to con tinue therapy. No patient injury or consequence reported. The patient's current condition is reported is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the reported complaint that the "monitor was blacked out" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " monitor turned off" during use on a patient. Additional information states the iab pump console was swapped to con tinue therapy. No patient injury or consequence reported. The patient's current condition is reported is unknown.